Event description:
It was reported that during device change out for eri externalized conductors were observed. The procedure was postponed for unknown reasons. Lead replacement was discussed to take place at a future date. The date has not been scheduled.

Event description:
New information received states that the lead was explanted and replaced.

Event description:
New information received states that there were no complications and the patient remained asymptomatic.